Event description:
Information was received that reported the patient was hospitalized in 2009 due to an incident of hypoglycemia. The reporter stated the patient had an unexplained low blood glucose. The patient, a pt, was at home with his sister. Reportedly, he gave a meal bolos after lunchtime. Around 4:30 pm, he was unresponsive; his sister gave him glucagon and called 911. The paramedics arrived and measured his blood glucose as 56 mg/dl. The paramedics administered more glucagon and transported the patient. Upon admit, his blood glucose was 68 mg/dl. The patient was treated and released. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. No operational or functional failure was detected, and the product was within specification.